Manufacturer narrative:
This supplemental is being submitted for completed investigation. Product event summary: the vad was not returned for evaluation. This complaint is associated with a clinical adverse event. Information provided by the site indicated that the patient presented with fatigue, myalgias, fever, headache, and shortness of breath, and blood cultures revealed klebsiella bacteria; the patient was placed on antibiotics. The patient was later readmitted several times with fevers, chills, and suspected bacteremia and received antibiotics again. Based on the available information, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Per the instructions for use, infection is a known potential complication associated with the implantation of a vad. There is no evidence the patient had a history of previous infection events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) patient was admitted for fatigue, myalgias, fever, headache and short of breath (sob). A transthoracic echocardiogram (tte), chest x-ray and labs were performed. A blood cultures revealed klebsiella bacteria. The patient was placed for two weeks on antibiotics and switched to a different antibiotic once susceptibilities came back. The patient's hickman catheter was removed and the healthcare person did not replace line on prior to discharge. Approximately five weeks later, the patient was re-admitted with fevers, chills and suspected bacteremia. The patient's hickman catheter was cultured and results came back negative. The patient received antibiotics and was discharged home. Approximately two weeks after their last discharge from the hospital, the patient was readmitted for chills and positive klebsiella blood cultures. The patient tested positive for covid and will be on an antibiotic regimen until they are transplanted. The vad remains in use. No further patient complications have been reported as a result of this event.